Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. Investigation unable to duplicate the customer's stated problem regarding the "dso activation below 7 psi". Investigator's inspected the pump and performed psi test and measured at 22 instead of below 7. Further investigation of the pump and determined that the downstream occlusion sensor functioned properly. Therefore, no problem found with the pump. However, the downstream occlusion sensor will be replaced as preventive measure. The problem source of the reported problem is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that during bench testing of this smiths medical cadd solis vip pump, the pump exhibited downstream occlusion sensor activation below 7 psi. No patient involvement reported.